Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, a perivalvular leak (pvl) was observed after removing patient off bypass, resulting in explant of this pericardial valve. Another pericardial valve was implanted with no pvl present. It was reported patient did well and was weaned off of bypass successfully.

Manufacturer narrative:
Serial number is (B)(4). The customer could not confirm which of two valves from model 3300tfx 23mm, was explanted at implant. Method = device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without the return of the device, edwards is unable to confirm the clinical observation; however, anatomical or technique related factors have been known to contribute to events of pvl. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.